Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received clamped on tissue, attached to an adapter. The adapter was disassembled and the reload was removed from the adapter. The knife bar was driven back in order to open up the jaws of the reload. Once the reloads jaws were open, the clamping mechanism was observed to be deformed. All of the staples were deployed, and the proximal staple pushers were sub-flush to the cartridge surface. The tissue had a diagonal line of staples or clips that the device had fired over. There was damage to the knife blade's cutting edge. The reload was disassembled and the laminates were observed to be bent. The available evidence suggests that this device was fired over excessively thick tissue. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. This bent knife bar laminates condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bent laminates leads to the difficulty opening the jaws after firing. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted lung tissue resection of segment number one, the device was able to fire but got caught on tissue and opened only one centimeter even after using the knob of the handle. The surgeon tried manual retraction tool but the device only moved in a roticulated position. A new device was used to resect extensively near the thoracical wall to remove the loading unit from the tissue.